Event description:
It was reported that during a routine follow-up, total loss of unipolar ventricular capture was observed at 7.5 v, 1.5 ms. Bipolar capture was present at 7.5 v, 1.5 ms, but when the patient took deep breaths, loss of capture was in- termittent. Bipolar r-waves were 1-1.5 mv. Unipolar impe- dance was 284 ohms and bipolar impedance was 480 ohms.